Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a ultratome double lumen sphincterotome was used during a sphincterotomy procedure. According to the complainant, during the procedure, the physician had difficulties with the connection between the generator (unk MFR) and the plug of the sphincterotome. The procedure was completed with this device. Pt's condition is unk, no info was provided.

Manufacturer narrative:
(B)(4): (connection difficulties). The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).